Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument found the tip wiping paper cover out of position causing the pipette tip to hit the cover in the reported problem area of the pipette assembly. The tip wiping paper cover was moved to the correct position. The instrument was inspected, tested without further problem, and returned to svc.